Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients lead displayed high impedance. As a result surgical intervention was undertaken during which the lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the returned lead found a kink/fracture on the outer tubing where all internal wires were broken. The broken wires would have caused the loss of stimulation observed in the field. The fracture was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.